Event description:
Pt reports on two separate occasions cadd legacy pump sn (B)(4) had dried tubing attached and the pump stated there was more liquid left in the cassette, but it was dry. Pt denies any harm. Sending pt a new pump for tomorrow, and we will retrieve malfunctioning pump from her on (B)(6) 2009. No further info available. Dates of use: unk. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.